Event description:
It was reported the patient felt ¿down¿ and didn't feel good. He was in a lot of pain and agony; ¿almost withdrawal symptoms.¿ when the drug was changed at a pump refill, the patient would sleep for two full days. He got ¿knocked out.¿ no volume discrepancies were reported. It was later reported the patient did not have any concerns with their device or therapy. The type of medication being delivered via the device system was hydromorphone. Additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported the patient felt "down" and didn't feel good two weeks before refill. He was in a lot of pain and agony; "almost withdrawal symptoms." When the drug was changed at a pump refill, the patient would sleep for two full days. He got "knocked out." No volume discrepancies were reported. It was later reported the patient did not have any concerns with their device or therapy. The type of medication being delivered via the device system was hydromorphone. Additional information has been requested regarding the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).